Event description:
It was reported that the patient presented remotely in merlin.net. Upon review, it was noted that the pacemaker was in backup mode. Programming changes were made. The patient was in stable condition.